Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported their automated impella controller (aic) could not recognize its purge disc. An alarm sounded. They ended up switching the purge cassette, disc, and impella to another console, and the alarm resolved. Hematuria has also been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> ppae (hematuria): urinary output reported as concentrated/amber while on support. The cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot: 1939857. Device history batch ==> subcomponent lot: n/a. Device history review ==> the pump sn (B)(6) passed all post sterile inspection checks.